Event description:
It was reported the patient¿s therapy stopped in (B)(6) 2014, about one month after implant. Impedances were measured to be out of range (oor) on ¿most¿ electrode combinations. Due to the oor impedances and the patient not receiving therapy benefit, they had a revision on (B)(6) 2014. Intra-operatively, it was found that the lead was completely disconnected from the implantable neurostimulator. The lead was tested and no motor responses on any of the contacts were noted. The doctor opted to replace the lead. Following the procedure, the patient was doing well and had good coverage.

Event description:
Additional information received indicated that the lead was explanted, but not returned to manufacturer as it appeared the lead was damaged during surgery when wiping off the lead.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0ef6w, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).